Manufacturer narrative:
The technician replaced the worn brake casters to repair the bed.

Event description:
Information received indicates the brake would engage, but the casters continue to swivel.